Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event . Green status indicator stays on.

Manufacturer narrative:
Exemption number e2015058. The device history records for the returned sam 500p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 500p from heartsine technologies, (B)(4) on the 28th june 2013. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the 24th july 2013 and that it had performed to specification up to and including the last log entry on the (B)(6) 2017. Upon receipt of the returned device the green status led was observed to be constantly lit. The device was disassembled for investigation and the fault was traced to a failed transistor. This transistor is part of the status indicator system and failure of this component would account for the green status led being constantly lit.